Event description:
It was reported that high pacing impedance was observed on the right atrial (ra) lead. Lead damage was suspected. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that high pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the device had migrated, which led to a loss of lead slack in the ra lead. No intervention was performed. The patient was stable and there were no adverse consequences.